Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for failure analysis investigation. Therefore, the root cause of the customer reported failure cannot be determined. If additional information is received and/or if the instrument is returned a follow-up MDR will be submitted to the FDA. Based on the information provided, this complaint is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument had intermittent sealing. While there was no report of any patient, harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted total malignant hysterectomy procedure, the surgeon felt that the vessel sealer extend instrument was not giving a good enough seal. The instrument was intermittently sealing. The customer proceeded with the procedure with the use of a bi-polar instrument. There was no report of fragments falling inside the patent, patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: there was visible tissue effect with every sealing attempt and the appropriate audible tone(s) for a complete seal on every attempt. The vessel sealer extend did not encounter any obstructions during the sealing cycle. The surgeon did not see bio-debris on the instrument jaws. The instrument was in use for ten minutes prior to the sealing issue. The customer had attempted to reseat the instrument with no change. A fenestrated bipolar instrument was then used to complete the procedure. The procedure was completed with no reported injury.